Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: one empty opened overwrap and one opened straight pack with two needle-suture combinations of product were returned for analysis. The product code m8707 is multi-strand and required four strands double armed per packet. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The sutures were dispensed and no defects or damaged were noted. Functional test was performed on the sample and the pull force did not meet the minimum ltl. According to the sample condition the assignable cause is pull out defect due to light swage. Three unopened samples were returned for evaluation. The product code m8707 is multi-strand and required four strands double armed per packet. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and contains four strands double armed each. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on (B)(6) 2019 and the suture was used. During the procedure, the suture came off the needle. Another like suture was used to complete the procedure. There were no patient consequences reported.